Manufacturer narrative:
Unfortunately due to administrative errors, the following fields have now been updated. B1 - adverse event ticked. B2 - other serious or important medical events ticked. B3 - date of event added. G2 - report source - foreign removed. H1 - serious injury - selected. H2 - updated as correction.

Manufacturer narrative:
The investigation found that after measuring the non-elekta plastic needles which are trimmed in the operating room (or), a wrong indexer length (off by 2cm) was applied in the treatment plan by the users, with which the patient was treated. Replanning was performed to compensate for the underdose, and at the same time considering the delivered dose to organs at risk (e.g. Urethra). With that, the underdose was to a large extend compensated and based upon the information available elekta has assessed the severity of the overdose related to the incident as serious. The root cause of the issue was determined to be use error. The hospital uses non-elekta plastic needles which are being trimmed in the or to a certain length and thus requires length measurements per needle for exact length indication to be used in oncentra brachy. This introduces a more complex workflow compared to using elekta proguide needles with defined lengths. The instructions for use for the source position simulator clearly describes how to read the indexer length and internal length. The oncentra brachy user manual contains a 'treatment plan approval checklist' in which the user is requested to verify the indexer length in the treatment plan. Using non-elekta needles is a contributing factor for the use error. Flexitron/source position simulator and oncentra brachy did not malfunction and worked as designed and intended.

Event description:
It was reported that the user misread flexitron sps..